Manufacturer narrative:
B3: date of event - estimated. D4: the UDI number is not known as the catalogue and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other devices mentioned in the pmcf are filed under separate medwatch report numbers. Literature attachment: post-market clinical follow-up (pmcf) report titled, "post-market clinical follow-up evaluation report peripheral guide wires".

Event description:
It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht cross-it xt guide wire may be related to the adverse patient effects of dissection, perforation, myocardial infarction, occlusion and the device malfunction of failure to cross and difficult advancement. Details are listed in the attached article, titled post-market clinical follow-up evaluation report peripheral guide wires. Please see the attached pmcf for specific information.

Manufacturer narrative:
B3: date of event - estimated. D4: the UDI number is not known as the catalogue and lot number were not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the part/lot numbers were not reported. The reported patient effects of dissection, perforation, myocardial infarction, and occlusion are listed in the hi-torque guide wires instructions for use as a known patient effects of coronary procedures. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: post-market clinical follow-up (pmcf) report titled, "post-market clinical follow-up evaluation report peripheral guide wires". The other devices mentioned in the pmcf are filed under separate medwatch report numbers.